Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. Which was reported that there was an incident with a leaked filter which was used with chemo perfusion line that may compromised the integrity and safe functioning of the device. It was further stated that such issues could pose potential risks to both patients and clinical staff, including concerns related to leakage, possible contamination, and reduced reliability during administration. No patient involvement or injury was reported in association with this event.